Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 750 mg/dl and was vomiting. The pod reportedly alarmed while worn for between 37 and 48 hours on the arm. The ambulance was called and the patient was transported to the hospital. The patient was treated with fluids and insulin via intravenous therapy. The patient was released after 4 days. The pod was removed at the hospital and discarded.